Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer's blood glucose was 192 mg/dl. The customer stated that the insulin pump was under delivering and his body was not getting enough insulin to correct his numbers so he has to remove the insulin pump and used his back up shots. Customer stated that he tried to check the insulin pump and noticed that when he delivered an bolus, the piston was not moving or pushing the insulin from the reservoir. The customer thinks that the issue was with the insulin pump and was not trust it anymore. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm and under delivery anomaly due to buttons not responding.